Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 2.0mmx30mmx143cm coyote nc balloon was selected for percutaneous transluminal angioplasty (pta) after passing the guidewire. During the procedure at 12 atmospheres, the balloon ruptured. The device was removed and replaced with another of the same device to complete the procedure. There were no patient complications as result of the event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 2.0mmx30mmx143cm coyote nc balloon was selected for percutaneous transluminal angioplasty (pta) after passing the guidewire. During the procedure at 12 atmospheres, the balloon ruptured. The device was removed and replaced with another of the same device to complete the procedure. There were no patient complications as result of the event. It was further reported that the balloon ruptured during the first inflation.

Manufacturer narrative:
(B)(6).